Event description:
During a regular f/u on (B)(6) 2013 13:10, an episode showing short ventricular intervals in the ventricular channel was recorded in device memory (sorin isoline ventricular lead - sn (B)(4)). Statistics and autosensing histograms confirmed noise sensing in the v channel. Lead measurement values were normal. X-rays revealed that the distance between the atrial and the ventricular leads became close.

Manufacturer narrative:
(B)(4) 2013. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.